Manufacturer narrative:
(B)(4). Additional information requested and received: the batch number, m52ab6, and lot number, m4hb7j, were both invalid. Can you please provide the correct batch and lot numbers? -the batch number should be m52a6g and the lot number should be m4h67j. Was there any other issue noted with staple line other than leakage (malformed staples, incomplete staple line, etc.)? If yes, please explain. ¿not reported. What type of procedure was the device used in? - thoracoscope pulmonary lobectomy. On which firing did this event occur (1st, 2nd, 12th, etc.)? -unk. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m52a6g. Conclusion: the analysis results showed that one ecr60g cartridge reload was received. The reload was received fully fired and with cartridge deck damaged. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory.

Event description:
It was reported that during an unknown procedure, anastomosis leakage was found after the device fired with the green reload. Hand sewing was used to complete the procedure.